Event description:
Pt for replacement of malfunctioning inflatable penile prosthesis. Removed prosthesis was implanted (B)(6) 2007. Pt had original placement in 1996, replacement in 2001 and 2007. Replacement needed due to fluid loss in prosthesis. Reason for use: erectile dysfunction.